Manufacturer narrative:
Device not returned to manufacturer for evaluation. Device not returned to manufacturer.

Event description:
Reported as the surgeon had a patient with irix-a screw backout. No additional information has been provided, however the rep. Said she was working on gathering information.